Event description:
New information received noted that there were no patient consequences reported.

Event description:
It was reported that ventricular oversensing was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.